Event description:
It was reported, that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmissions, it was noted, that the right ventricular (rv) lead exhibited oversensing of noise, which resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2023, during a scheduled revision procedure. The patient experienced no adverse consequences.